Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous and mildly calcified superficial femoral artery. A f/g sterling otw 5.0 x 100/80 (4f) was inflated for 30 seconds at 12 atmospheres and ruptured on the third inflation. It is unknown how many atmospheres the first and second inflations were. The balloon was removed intact. The procedure was completed with a sterling 5x10-135. The pt status is "no problem" with no complications reported.